Manufacturer narrative:
D10: information was entered erroneously; there were no changed from the initial report. The returned screw was evaluated. Visual inspection revealed that it appears as though the screw disassembled and was subsequently reassembled. The upper poly piston is not seated properly within the tulip head. Deformation to the hexalobe is also present on the screw head. The cause is likely attributed to debris/tissue growth into the undercut feature on the screw's housing while the housing was at maximum angulation, which led to the disassembly. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a pedicle screw disassembled during removal. It was removed and the case was completed using an alternate screw. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle screw disassembled during removal. It was removed and the case was completed using an alternate screw. There were no reported patient impacts associated with this event.